Event description:
Caller reported a cgm error with a error 42 on their g7 sensor. Blood glucose level impact was not specifically reported; however, since the caller was able to successfully start a sensor session after troubleshooting, there was likely no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the reported issue as the error code did not reappear.